Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included in block h10. Final analysis could not verify the complaint. The lead exhibited normal electrical characteristics. The helix was found to be damaged.

Event description:
It was reported that following an implant procedure, the lead was undersensing. The lead was returned.